Event description:
The pt called lfs and alleged that their meter was prompting an error 4 message. They also reported that their meter was prompting an error 2 message. The pt stated that they were not able to think properly and their thoughts were going in and out. They attempted to test, but only received the error messages. They ate food and drank after testing. The paramedics were called and the pt was taken to the hosp. The pt's blood glucose result was 39 mg/dl and they were treated with a glucose IV. The pt stated that the time difference was 15 minutes. The pt stated that the temperature was in normal range. Based on the info provided, there is evidence of a meter malfunction. There is also evidence of the meter contributing to a serious injury. The pt was unable to obtain an actionable glucose result, which led to a delay in receiving necessary treatment; therefore, the case is being reported as an adverse event. A replacement meter is being sent to the pt.